Manufacturer narrative:
E1: complainant state: (B)(6) based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
The distributor reported that a black foreign material, presumed to be denatured dressing ingredients, was observed on the product inside an unopened package. Photographs depicting the issue were received from the complainant.